Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned instrument found the handle material broke all the way around the first metal pin. The root cause is attributed to inadvertent use error. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the duralock impactor handle cracked upon impaction. No pieces were broken off. The impactor is being returned. No surgical delay.